Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.